Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for other chronic/intractable pain (trunk/limbs) and spinal pain. The pump contained fentanyl [1500 mg/ml] at a dose of 449.7 mg/day. It was reported the patient had a refill on (B)(6) 2017, and the wrong drug concentration was programmed. 1000 mcg/ml at 299.8 mcg/day was programmed when it should have been 1500 mcg/ml at 299.8 mcg/day. The representative stated the hcp was going to correct the programming now (on (B)(6) 2017). The patient was actually getting 449.7 mcg/day. Troubleshooting resolved the reported event. No patient symptoms/complications were reported.

Manufacturer narrative:
The other relevant components include: product ID 8840, (B)(4), product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.